Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The reported event of failure to capture was not confirmed. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The measured full helix extension length was within specification as received.

Event description:
It was reported that a patient presented with loss of capture noted on the patient's right ventricular lead. Examination via x-ray confirmed lead dislodgement. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.